Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the unknown error message appeared on an unspecified date in (B)(6) 2016. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that on (B)(6) 2016, she increased her oral medication. She reported that on an unknown date in (B)(6) 2016, she developed symptoms of ¿nausea, vomiting and light headedness¿. She reported that on an unknown date in (B)(6) 2016, she was hospitalized and received treatment for ¿dehydration and low potassium¿ from healthcare professionals. She indicated that her blood glucose levels were checked using the ER/hospital meter, but was unable to provide the test results. At the time of troubleshooting, the cca walked the patient through a retest and the issue was resolved. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.